Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during implant of the left ventricular lead, the stylet was unable to be removed. The lead was not implanted and a new lead was placed. The patient was stable.